Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported issue. Incoming testing of the device found the keypad inoperable and further testing by the service evaluator found that it failed to function normally. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keypad of the spectrum pump was not working. This was further clarified as the soft keys, and keys 3,6 and 9 were unresponsive. There was no patient involvement. No additional information is available.